Manufacturer narrative:
Manufacturer's report date: 8/17/2007. Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer.

Event description:
Received a call from biomed that he had a report that a device was involved in a possible programming issue, and he wanted some information on how to tell on a device display if limits were reached. Keybounce is not suspected, device serial number is not known as it was not noted by the user, and device was not sent to biomed, it was put back into general use. All of the customer's devices have had the software upgrade. Customer does not believe there was a device problem, they feel sure the issue was user programming but wanted information on what the user would see if a guardrails limit was reached, and what the difference was between hard and soft limits. The intended programming was 2.9 ml/hr, second nurse found infusion running at 150 ml/hr. I subsequently spoke with risk manager who reported that infusion only ran at this rate for 5 minutes or less until it was found by the second nurse, and that there were no negative effects on the patient; however, the patient was more closely monitored for the next several hours and additional fingerstick blood sugars were performed to observe for hypoglycemia; no concentrated dextrose was administered. Customer understood that because the device is not available for investigation we will not be able to determine root cause of the event. I did discuss with her the possibilities that the user may have selected the wrong channel since this is a dual channel device, or that the user may have elected to override a guardrails warning that the programming exceeded their limits. It is not known whether there was a guardrails alert; it was initially reported that the second nurse was the one who noted the high rate and knew the insulin was programmed in guardrails, however, customer reported that there was some indication that nobody observed any "up arrows" on the display, which lead them to believe that the incident may have been the result of selecting the wrong channel. At their request customer was provided with additional training materials including computer based training cd's, training manuals, and quick reference guides for new users.